Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient had been hospitalized with a staph infection. The patient's blood glucose levels reached an unknown level while wearing the pod between 4 and 24 hours. Symptoms reported include headache, body-ache, nausea diarrhea and running a temperature (100-103 f). The patient was also diagnosed with toxic shock syndrome, urinary tract infection, and addison's disease. The patient was treated with various antibiotics, long-lasting insulin of 24 hours, lantus and intravenous. The patient was still in the hospital. The pod was worn when seeking medical attention.

Manufacturer narrative:
Correction to b5 from "it was reported that the patient had been hospitalized with a staph infection. The patient's blood glucose levels reached an unknown level while wearing the pod between 4 and 24 hours. Symptoms reported include headache, body-ache, nausea diarrhea and running a temperature (100-103 f). The patient was also diagnosed with toxic shock syndrome, urinary tract infection, and addison's disease. The patient was treated with various antibiotics, long-lasting insulin of 24 hours, lantus and intravenous. The patient was still in the hospital. The pod was worn when seeking medical attention." To "it was reported that the patient had been hospitalized with a staph infection. The patient's blood glucose levels reached an unknown level while wearing the pod between 4 and 24 hours. Symptoms reported include headache, body-ache, nausea diarrhea and running a temperature (100-103 f). The patient was also diagnosed with toxic shock syndrome, urinary tract infection, and addison's disease. The patient was treated with cliandamycian antibiotic medicine (8 days 300 mg twice every 8 hours), an antibiotic cream, long-lasting insulin of 24 hours, lantus and intravenous. The patient was released two days later. The pod was worn when seeking medical attention."

Event description:
It was reported that the patient had been hospitalized with a staph infection. The patient's blood glucose levels reached an unknown level while wearing the pod between 4 and 24 hours. Symptoms reported include headache, body-ache, nausea diarrhea and running a temperature (100-103 f). The patient was also diagnosed with toxic shock syndrome, urinary tract infection, and addison's disease. The patient was treated with cliandamycian antibiotic medicine (8 days 300 mg twice every 8 hours), an antibiotic cream, long-lasting insulin of 24 hours, lantus and intravenous. The patient was released two days later. The pod was worn when seeking medical attention.